Event description:
Rn reports 4 incidents of holes in the tubing of a transfer set with one patient. It is revealed that the patient folds and secures tubing wih a rubber band. Patient has been treated with prophylactic antibiotics with no injury reported. Rn has retrained patient on proper technique.